Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller did not list any specific events leading up to the error alarm. Customer's father did not have the insulin pump available at the time of the call and was unable to troubleshoot. Blood glucose level at the time of the incident was not provided. The caller will not return the device for analysis.